Event description:
A talent stent graft system was implanted into a patient for the endovascular treatment of a 5 cm abdominal aortic aneurysm. The vessels had calcification and moderate tortuousity. There was a 75 degree bend in the right iliac. The left common iliac was completely occluded but had many collateral vessels. It was reported that a talent converter was implanted into the right common iliac artery to make the device an aorto-uni-iliac. This was followed with a talent iliac extension which was implanted distally. There was 6 cm of stent graft overlap and the junction was at the sharp iliac bend, which resulted in a type 3 endoleak that was evident between the 2 stent graft components. An aneurx limb was placed between the stent grafts to reline them and resolved the endoleak. At the end of the procedure, there appeared to be a type 2 endoleak that was not addressed. No additional information was provided and the patient will be monitored in 30 days. (MFR report# 2953200-2010-00483).

Manufacturer narrative:
(B) (4). Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (vessel calcification and severe tortuousity, type 2 endoleak). Failure to follow instructions (device used to perform an aorto-uni-iliac system). Conclusions: device failure lack of effectiveness related to patient condition (vessel calcification and severe tortuosity, type 2 endoleak). User error contributed to event (device used to perform an aorto-uni-iliac system). (B) (4) (required intervention). (B) (4) - (leak, type 3 separation).